Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of spectrum pumps were alarming false downstream occlusion in the labor and delivery department. The nurses indicated this is occurring when they go from induction oxytocin to postpartum oxytocin after delivery of the placenta. They troubleshoot the line and cant find a reason for the alarm and the line flushes easily. There was no report of patient injury or medical intervention associated with this event. No additional information is available.